Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent a lumpectomy procedure and the cautery ¿heated up the wires¿ indicating reference to the right atrial (ra) lead and right ventricular (rv) lead. The patient was inappropriately shocked. The leads remain in use. No further patient complications have been reported as a result of this event.